Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1500452 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the stapler got blocked during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears typical. The stapler was returned with 35 staples left in the cartridge indicating that no staples have been fired by the end user. The staples appear aligned properly. No defects or anomalies were observed (reference files (B)(4)). A functional inspection was performed by attempting to engage the stapler trigger. The trigger was engaged using hand pressure. One staple fired properly formed from the stapler. The stapler functioned with no issues found. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed staple into the foam pad. This was repeated two more times with each staple firing correctly and engaging with the foam pad. No defects were found. The IFU for this product, l03485, was reviewed as a other remarks: part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of staples jamming could not be confirmed based upon the sample received. The stapler returned was found to have no visible defects and passed all functional testing performed. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
Reported event: the stapler got blocked during use. The patient's condition was reported as fine.